Manufacturer narrative:
The device was returned to olympus for inspection. A definitive route cause could not be established regarding the reported events. Based on the results of the investigation and regarding the burn on forceps elevator, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip; for the peeled adhesive: material degradation. The event is detectable and preventable by handling device in accordance with the following instructions for use. Evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope evis lucera jf /tjf type 260v operation manual chapter 4 operation:4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited burn on forceps elevator and peeled adhesive around the light guide lens. There was no patient involvement.